Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), dysmenorrhoea ("more and more painful menstruation periods"), pelvic pain ("she had like fire in pelvic area"), metabolic myopathy ("metabolic myopathy"), urinary tract infection ("repeated urinary infections"), diplegia ("more and more difficulties to walk until she could not walk, leg paralysis") and syncope ("she totally collapsed and was hospitalized for 5 weeks in neurology") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included termination of pregnancy - elective, separation, multigravida, factor v leiden mutation and pregnancy with contraceptive device. Previously administered products included iud. In (B)(6) 2008, the patient started essure. In 2008, the patient experienced dysmenorrhoea (serious criteria medically significant and clinically significant/intervention required) and bronchitis ("recurrent bronchitis"). In 2009, the patient experienced tachycardia ("tachycardia"). In (B)(6) 2011, the patient experienced syncope (serious criterion hospitalization), hypersomnia ("she was only sleeping") and presyncope ("permanent state of vagal malaise, not able to get up from bed"). On an unknown date, the patient experienced allergy to metals (serious criteria medically significant and clinically significant/intervention required) with rash and abdominal pain, pelvic pain (serious criteria medically significant and clinically significant/intervention required), metabolic myopathy (serious criterion disability) with muscular weakness and activities of daily living impaired, urinary tract infection (serious criterion medically significant), diplegia (serious criterion medically significant), fatigue ("unusually exhausted"), myalgia ("intense muscular pain episodes"), respiratory disorder ("otorhinolaryngoiatric (orl) disorder / respiratory disorders"), migraine ("migraines"), back pain ("pain like if a needle was stuck in her abdomen and her back") and asthma ("asthma"). The patient was treated with surgery (essure inserts were removed), surgery (total ablation of uterus) and surgery (essure inserts were removed). Essure was withdrawn. At the time of the report, the allergy to metals, dysmenorrhoea, pelvic pain, diplegia, myalgia and back pain had resolved and the metabolic myopathy, urinary tract infection, syncope, bronchitis, tachycardia, migraine, asthma and presyncope outcome was unknown and the fatigue, respiratory disorder and hypersomnia outcome was unknown. The reporter provided no causality assessment for allergy to metals, dysmenorrhoea, pelvic pain, metabolic myopathy, urinary tract infection, diplegia, syncope, fatigue, myalgia, bronchitis, tachycardia, respiratory disorder, migraine, back pain, asthma, hypersomnia and presyncope with essure. The reporter commented: cardiologists, pulmonologists, neurologist, general practitioner, gynecologist, nobody made the relationship with the implants. In (B)(6) 2016, inserts were removed, she could walk normally again and she had no more pain. Diagnostic results: 2008: exam: fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2016: via tv news from f2 channel new events and update of events were reported including asthma and respiratory disorders, in (B)(6) 2011, she totally collapsed and was hospitalized for 5 weeks in neurology, she was only sleeping. She was not able to get up from bed, was in a permanent state of vagal malaise on (B)(6) 2016: via tv news tf1 channel new events and update of events were reported including since essure removal, she slowly recovered from her legs paralysis after a unpleasant course, all doctors she saw, cardiologists, pulmonologists, neurologist, general practitioner, gynecologists; nobody made the relation with the implants. Company causality comment: this not medically-confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and started to experience allergy to nickel, more and more painful menstruation periods, and had like fire in pelvic area (all anticipated events in the reference safety of essure), as well as metabolic myopathy, repeated urinary infections, leg paralysis, and totally collapsed (all unanticipated). The events were serious due to medical significance, disability, or hospitalization. The consumer also experienced numerous other events of general nature (e.g., respiratory disorders, tachycardia, malaise, sleepiness, skin eruption). Essure was removed 8 years after insertion, several events resolved. Concerning allergy to nickel, painful menstruation, had like fire in pelvic area, given the temporal course and in the lack of alternative explanations these events were assessed as causally related to essure. Concerning metabolic myopathy, repeated urinary infections, leg paralysis, and totally collapsed, these are hereditary, infectious, or systemic disorders that have own etiopathogenetic mechanisms and are unlikely attributable to the effects of local fallopian inserts. For this reason their causality was assessed as unrelated. This case was classified as incident since device removal and hysterectomy were required. Product technical analysis is being sought. Further information is expected only through the litigation process.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(6)) on 08-nov-2016. The most recent information was received on 07-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, itching a few weeks after placement"), dysmenorrhoea ("more and more painful menstruation periods"), pelvic pain ("she had like fire in pelvic area, terrible pain episodes, important pelvic pain a few weeks after essure placement"), genital haemorrhage ("bleeding/horrendous bleeding"), metabolic myopathy ("metabolic myopathy"), urinary tract infection ("repeated urinary infections"), monoplegia ("more and more difficulties to walk until she could not walk, leg paralysis, hospitalized for 5 weeks in neurology, completely unable to walk, was in wheelchair"), syncope ("she totally collapsed and was hospitalized for 5 weeks in neurology"), exhaustion ("unusually exhausted") and myalgia ("intense muscular pain episodes") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of psychological disorder nos, pregnancy with contraceptive device, parity 3, separation and termination of pregnancy - elective. Previously administered products included: iud nos. Concurrent conditions were listed as factor v leiden carrier and factor v leiden mutation. In (B)(6) 2008, the patient had essure inserted. In 2008 she experienced dysmenorrhoea (seriousness criteria medically important and intervention required) and bronchitis ("recurrent bronchitis, in the year following implantation"). In 2009 she experienced exhaustion (seriousness criterion disability) and tachycardia ("tachycardia"). In (B)(6) 2011 she experienced syncope (seriousness criterion hospitalisation), hypersomnia ("she was only sleeping") and presyncope ("permanent state of vagal malaise, not able to get up from bed"). Essure was removed in (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required) with pruritus, rash and abdominal pain, pelvic pain (seriousness criteria disability, medically important and intervention required), genital haemorrhage (seriousness criterion medically important), urinary tract infection (seriousness criterion medically important), monoplegia (seriousness criterion medically important), myalgia (seriousness criterion disability), respiratory disorder ("otorhinolaryngoiatric (orl) disorder / respiratory disorders"), migraine ("migraines"), back pain ("pain like if a needle was stuck in her abdomen and her back"), asthma ("asthma"), headache ("headaches"), nervous system disorder ("neurological disorders"), cognitive disorder ("cognitive problem"), metal poisoning ("toxicity of this implant/risk of defect related to its composition"), pneumonia ("pneumonia"), asthenia ("loss of energy"), fall ("fall"), chronic fatigue ("constant fatigue"), urinary incontinence ("urinary incontinence") and mobility decreased ("loss of mobility") and was found to have metabolic myopathy (seriousness criterion disability) with muscular weakness and loss of personal independence in daily activities. The patient was treated with surgery (essure inserts were removed, total ablation of uterus and removal of fallopian tubes and uterus). At the time of the report, the dysmenorrhoea, monoplegia, myalgia, bronchitis, back pain and asthma had resolved. The outcomes for allergy to metals, pelvic pain, genital haemorrhage, metabolic myopathy, urinary tract infection, syncope, exhaustion, tachycardia, migraine, hypersomnia, presyncope, headache, nervous system disorder, cognitive disorder, metal poisoning, pneumonia, asthenia, fall, chronic fatigue, urinary incontinence and mobility decreased were unknown. No causality assessment was received for essure with regard to dysmenorrhoea, bronchitis, tachycardia, exhaustion, respiratory disorder, myalgia, migraine, monoplegia, metabolic myopathy, allergy to metals, pelvic pain, urinary tract infection, back pain, asthma, hypersomnia, presyncope, syncope, genital haemorrhage, headache, nervous system disorder, cognitive disorder, metal poisoning, pneumonia, asthenia, fall, chronic fatigue, urinary incontinence or mobility decreased. The reporter commented: cardiologists, pulmonologists, neurologist, general practitioner, gynecologist, nobody made the relationship with the implants. In the following 3 months of insertion, consumer had dermatological manifestations. She did not know what was happening to her and then it moved to her lungs. Since she had the inserts removed in (B)(6) 2016, she can walk again, she did not use a wheel-chair and a walking stick any more ,and she no longer had any of the symptoms that she had before. The most recent follow-up information incorporated above includes data received on: 07-nov-2022: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) is transferred to the retention case (B)(4). Reporter added, references added. Patient initials updated, events genital bleeding, headaches, neurological disorders, cognitive disturbance, metal poisoning, pneumonia, loss energy, fall, urinary incontinence, chronic fatigue, mobility decreased added. (Legacy device report number from deleted case:- 2951250-2022-01237). Further company follow-up with the reporter, the reporter, the reporter, the regulatory authority or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4)) on 08-nov-2016. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, itching a few weeks after placement"), dysmenorrhoea ("more and more painful menstruation periods"), pelvic pain ("she had like fire in pelvic area, terrible pain episodes, important pelvic pain a few weeks after essure placement"), genital haemorrhage ("bleeding/horrendous bleeding"), metabolic myopathy ("metabolic myopathy"), urinary tract infection ("repeated urinary infections"), monoplegia ("more and more difficulties to walk until she could not walk, leg paralysis, hospitalized for 5 weeks in neurology, completely unable to walk, was in wheelchair"), syncope ("she totally collapsed and was hospitalized for 5 weeks in neurology"), exhaustion ("unusually exhausted") and myalgia ("intense muscular pain episodes") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of psychological disorder nos, pregnancy with contraceptive device, parity 3, separation and termination of pregnancy - elective. Previously administered products included: iud nos. Concurrent conditions were listed as factor v leiden carrier and factor v leiden mutation. In (B)(6) 2008, the patient had essure inserted. In 2008 she experienced dysmenorrhoea (seriousness criteria medically important and intervention required) and bronchitis ("recurrent bronchitis, in the year following implantation"). In 2009 she experienced exhaustion (seriousness criterion disability) and tachycardia ("tachycardia"). In (B)(6) 2011 she experienced syncope (seriousness criterion hospitalisation), hypersomnia ("she was only sleeping") and presyncope ("permanent state of vagal malaise, not able to get up from bed"). Essure was removed in (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required) with pruritus, rash and abdominal pain, pelvic pain (seriousness criteria disability, medically important and intervention required), genital haemorrhage (seriousness criterion medically important), urinary tract infection (seriousness criterion medically important), monoplegia (seriousness criterion medically important), myalgia (seriousness criterion disability), respiratory disorder ("otorhinolaryngoiatric (orl) disorder / respiratory disorders"), migraine ("migraines"), back pain ("pain like if a needle was stuck in her abdomen and her back"), asthma ("asthma"), headache ("headaches"), nervous system disorder ("neurological disorders"), cognitive disorder ("cognitive problem"), metal poisoning ("toxicity of this implant/risk of defect related to its composition"), pneumonia ("pneumonia"), asthenia ("loss of energy"), fall ("fall"), chronic fatigue ("constant fatigue"), urinary incontinence ("urinary incontinence") and mobility decreased ("loss of mobility") and was found to have metabolic myopathy (seriousness criterion disability) with muscular weakness and loss of personal independence in daily activities. The patient was treated with surgery (essure inserts were removed, total ablation of uterus and removal of fallopian tubes and uterus). At the time of the report, the dysmenorrhoea, monoplegia, myalgia, bronchitis, back pain and asthma had resolved. The outcomes for allergy to metals, pelvic pain, genital haemorrhage, metabolic myopathy, urinary tract infection, syncope, exhaustion, tachycardia, migraine, hypersomnia, presyncope, headache, nervous system disorder, cognitive disorder, metal poisoning, pneumonia, asthenia, fall, chronic fatigue, urinary incontinence and mobility decreased were unknown. No causality assessment was received for essure with regard to dysmenorrhoea, bronchitis, tachycardia, exhaustion, respiratory disorder, myalgia, migraine, monoplegia, metabolic myopathy, allergy to metals, pelvic pain, urinary tract infection, back pain, asthma, hypersomnia, presyncope, syncope, genital haemorrhage, headache, nervous system disorder, cognitive disorder, metal poisoning, pneumonia, asthenia, fall, chronic fatigue, urinary incontinence or mobility decreased. The reporter commented: cardiologists, pulmonologists, neurologist, general practitioner, gynecologist, nobody made the relationship with the implants. In the following 3 months of insertion, consumer had dermatological manifestations. She did not know what was happening to her and then it moved to her lungs. Since she had the inserts removed in (B)(6) 2016, she can walk again, she did not use a wheel-chair and a walking stick any more ,and she no longer had any of the symptoms that she had before. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: quality safety evaluation of ptc. Further company follow-up with the reporter, the reporter, the reporter, the regulatory authority or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-mar-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed (B)(4) cases; dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases; pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2017: information on case detected from (B)(6): events added: terrible pain episodes and itching. (B)(4). On 28-feb-2017: information on case detected from (B)(6): patient was in a wheelchair after essure implantation and today, free from essure, she can walk normally. Company causality comment: this not medically-confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and started to experience allergy to nickel, more and more painful menstruation periods, and had like fire in pelvic area, terrible pain episodes (all anticipated events in the reference safety of essure), as well as metabolic myopathy, repeated urinary infections, leg paralysis, and totally collapsed (all unanticipated). The events were serious due to medical significance, disability, or hospitalization. The consumer also experienced numerous other events of general nature (e.g., respiratory disorders, tachycardia, malaise, sleepiness, skin eruption). Essure was removed 8 years after insertion, several events resolved. Concerning allergy to nickel, painful menstruation, had like fire in pelvic area, terrible pain episodes, given the temporal course and in the lack of alternative explanations these events were assessed as causally related to essure. Concerning metabolic myopathy, repeated urinary infections, leg paralysis, and totally collapsed, these are hereditary, infectious, or systemic disorders that have own etiopathogenetic mechanisms and are unlikely attributable to the effects of local fallopian inserts. For this reason their causality was assessed as unrelated. This case was classified as incident since device removal and hysterectomy were required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.